Event description:
The reporter stated that the product is cracking. Nitroglycerin in combination with other ICU type meds are being infused, however nitro is the common denominator. No pt info available.